Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument silicone part of the tip melted and separated during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad of the tip was damaged. Instrument was inspected prior to use. Surgeon was dissecting when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. No fragment fell inside patient anatomy. The instrument is available for return. No photographic images of the device(s) or a video recording of the procedure available for isi review. A portion of the device completely detached/separated from the instrument. Sequence # is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad displays signs of thermal damage which caused the pad to separate from the clamp arm. There was possibly material missing. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. D4. Lot number: k11250702 0197.